Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. Returned device was examined visually by the naked eye and through magnification. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4).

Event description:
It was reported that abutment screw was replaced due to a loosening issue.